Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were recently received from the customer and are being evaluated. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states the tubes are only filling with a small amount of blood, at times not even to the bottom of the label. Most all tubes are affected. Butterfly is used most often. Discard tube is used no matter what collection device is used. Phlebotomists are trained to hold the tube in the holder with their thumb until the tube is completely filled.

Manufacturer narrative:
Received 1rack of 454322/b210533a for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimens. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is not confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.